Manufacturer narrative:
(B)(4). This report of inadequate iodine was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding no betadine in the patient line from the flexicap. The hp stated, he does a day fill and had disconnected from the home choice (hc) for the day dwell. The hp stated, he normally saw betadine in the patient line after placing a flexicap on the patient line, but this time, the line was clear. The hp was concerned that the line was not sterile. The hp stated, he tried placing another flexicap on the line, but saw the same results. The hp stated that when he checked the flexicap, there was only a small amount of betadine in the cap. The technical service representative (tsr) explained the function of the betadine cap and advised it does not necessarily need to mix with the solution in order to guarantee the line being sterile. The tsr explained that if there was a small air gap between the fluid level and the cap, the betadine would not flow. The hp would try placing another sterile cap on the line to be sure was sterile and call back with any problems. There was no patient injury or medical intervention reported. No further information is available at this time.